Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 55 mm abdominal aortic aneurysm. The aortic neck had an angle of 55 degrees. It was 20.5-22.8 mm in diameter and 10 mm in length. The iliac arteries were moderately tortuous. It was reported that the stent graft unintentionally covered the right renal artery. During the procedure the device was pulled down and the right renal artery had permeability on final angiogram. In the final angiogram, the permeability of the renal artery can be observed and there was no renal failure. Additional information was received that the patient had a urologic event approximately three years post implant and expired one month later. The patient had chronic renal insufficiency develop after the procedure and the right renal artery was unintentionally covered by the device at three years post implant. The patient was admitted for a urologic surgery (prostatic benign pathology). The patient developed an infectious complication and acute renal insufficiency. The investigator assessed this event as not device or procedure related.

Manufacturer narrative:
(B)(4).